Event description:
On (B)(4) 2013, a patient reported that she attempted to bolus and her pump did not beep or vibrate upon button press; the screen was blank and the pump was not on. There were no error messages. The patient was unsure when her pump had last worked as she had not looked at the screen since (B)(6) 2013. The patient indicated that upon insertion of a new battery in attempt to gain pump power, the spring that holds the battery in the pump fell out. Troubleshooting did not reveal any improper handling of the device by the patient. No outside intervention or adverse event was indicated. The pump, battery cover, and battery have been requested for further evaluation due to no alert or error message being provided to the patient.

Manufacturer narrative:
The complaint can be verified. E8 power interrupt errors were found in the history list. The battery spring is broken. The exact reason for this is unknown. Due to this, the contact to the power source was interrupted and the pump cannot be started. An external mechanical influence has damaged the slot of the battery cover.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.